Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during an egd (esophagogastroduodenoscopy) biopsy procedure performed to the lesser curvature of stomach on (B)(6) 2010. According to the complainant, the device was used successfully to take two biopsy samples during the procedure. After the procedure an arterial hemorrhage was discovered. The patient was sent to another hospital where thermocoagulation was used to stop the bleeding. The patient's current condition was reported to be stable.

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) - no code available (intervention required to stop bleed). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)